Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "read hardware data failed, tesla spy tab missing from service software ". - when this was noticed, the ventilator was not in use to ventilate a patient. The ventilator device was located in respiratory room. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "read hardware data failed, tesla spy tab missing from service software ". When this was noticed, the ventilator was not in use to ventilate a patient. The ventilator device was located in respiratory room. - there is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the hardware parameter test failed after sw update to 3.0.2. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was determined to be a defective esm board and teslaspy protection board. After replacing the esm board and teslaspy protection board, the tesla spy software was updated to 2.3.0 and the device was released back into use.